Event description:
It was reported that the introducer sheath was placed via the right internal jugular vein on 3/14/99. One day later during removal, the sheath body separated and removal via a right sided femoral approach was performed by a radiologist. There were no reported pt complications.